Manufacturer narrative:
A complete analysis and testing of the unit showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer's father reported that his son is experiencing high blood glucose readings. The blood glucose reading is 26.3 mmol/l. The insulin pump is not delivering insulin. Customer has treated with back-up plan. Customer also has infection at the insertion site. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.